Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the hcp thought the patient had an infection. The hcp did not know if the catheter was effected. Five (5) cc's of cerebrospinal fluid were pulled to be analyzed but there were no results at the time of this report. There were no external factors that the hcp was aware of. The issue was unresolved and the patient was alive with no injury. It was unknown if any surgical interventions were planned. No further complications have been reported as a result of this event. On 2018-06-11 (rep): no additional information was provided within this document.